Event description:
It was reported that there was diaphragmatic stimulation with high outputs of the right ventricular lead. The stimulation started three days post implant. The lead was repositioned to a septal position and remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.